Manufacturer narrative:
Duragen was not returned for evaluation, and no documentation review was possible because the lot number was not provided. The possible root cause of the reported condition is related to user¿s procedure protocols. As explained by scientific affairs, the described condition is due to the insufficient time provided for the regenerative phase (of new tissue) before performing the second intervention. The assessment states the following: ¿this is to be expected. At one month post op the regenerative phase is at its maximum activity, with vascularization of the regenerating tissue and the matrix is being resorbed. So the regenerate will not have fully formed and there will be bleeding. I would wait at least 4 months before the second procedure in order to allow the new dura to form and the vascularization to subside. The dura continues to mature for 12 to 18 months post-op. Surgeons in (B)(6) have been used to using synthetic duraplasty materials such as preclude. These materials evoke a strong encapsulation response and become enveloped in a dense fibrous capsule, the inner surface of which does not stick to the preclude and creates an easily visible plane on reoperation. However, each surface of the capsule is usually strongly and permanently bonded to the overlying and underlying tissues and is not regenerated dura. If duragen is given sufficient time to do its job, there will be a new dura that is generally not adherent to the surrounding tissues.¿ with the information provided, no further evaluation is possible at this moment.

Event description:
This is 2 of 3 reports linked to mfg report numbers 1121308-2021-00022 and 1121308-2021-00024. A surgeon reported that the patient's head was temporarily closed with duragen when performing a decompressive craniotomy in severe head trauma. One to three months after the operation and after the swelling of the brain had subsided, reoperation was performed. When the scalp was peeled off at the time of reoperation, the regenerated tissue adhered to the surrounding tissue and there were three cases in which bleeding was accompanied at the time of peeling. According to doctors, duragen forms a fibrous membrane tissue with abundant blood flow, so it may be necessary to assess the wound and treat it carefully during exfoliation. No further information was provided.